Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The inner member kink was not confirmed. The difficulty to remove and partial stent deployment could not be replicated in a testing environment as it was based on operational circumstances. The deflation issue was not confirmed. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, after performing pre-dilatation with a 3.75x18 non-abbott balloon catheter, a 3.5x23 rx xience xpedition stent delivery system (sds) was advanced without resistance to a mildly calcified, concentric, 70% stenosed, 23-millimeter (mm) lesion in the non-tortuous, 3.5mm diameter, proximal right coronary artery. After deploying the stent via one inflation to 10 atmospheres using a non-abbott inflation device, negative pressure was pulled, but the balloon would not deflate at all. After multiple deflation attempts were made by manipulating the inflation device for a total of 60 seconds, the sds balloon was finally able to be partially deflated enough to be removed from the anatomy without applied force. While outside of the anatomy, using only a 3-way non-abbott stopcock (not used during the procedure), the xpedition was inflated without issue, but was, again, unable to be deflated. A possible issue with the inflation device or 3-way stopcock is also suspected. While outside of the anatomy, the inner member shaft in the balloon area of the xpedition also appeared to be bent and is believed to have become bent during deflation attempts. As the 3.5x23 rx xience xpedition stent was suspected to be mal-apposed to the vessel wall, post-dilatation was performed using a non-abbott 3.75 balloon catheter. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue; inflation: non-abbott inflation device. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.